Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, the stopper of an unspecified number of tubes popped off while in the holder. No adverse impact was reported regarding the patient or user.